Event description:
A 44 yr old white g3p3 female status post bilateral subglandular inframammary 160cc mcghan gels for augmentation 8/1977. She reports they have always been hard but decrease in size noted. No history of trauma, change in shape/texture, burning rt greater than lt. She complains of progressive systemic symptoms including: arthralgias, morning stiffness, myalgias,dysesthesias,paresthesias, fatigue, sleep disturbances, headaches, vision changes, memory loss, dry eyes, hair loss, shortness of breath, chest pain, gastrointestinal disturbances, and itching. Pt is an otherwise healthy nonsmoker w/ family history negative for breast cancer. Left implant ruptured.